Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator gave an invalid gas ID while on patient. There is no information of patient harm associated with the event as of this time.